Event description:
It was reported that the patient had been hospitalized for 6 months with continuous external telemetry monitoring. It was also noted that patient had an lvad. After the patient received appropriate hv therapy, an episode of asystole was observed. Review of records showed noise was present on the lead and the lvad was suspected as causing the noise. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced. Noise was also noted on new lead.

Manufacturer narrative:
No medwatch form was received.